Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer stated that they switched from using an abbott i2000 analyzer to a cobas 6000 e 601 module (e601). The customer tested an unspecified number of patient samples on the e601 analyzer for the elecsys anti-hbs immunoassay (anti-hbs) test and results did not compare to results of the same samples tested on the abbott i2000 platform. The customer provided data for 10 patient samples and of these, 8 had discrepant anti-hbs results. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The cutoff used for the abbott i2000 anti-hbs assay was requested but not provided. Refer to the attachment for all patient data. The customer tested the samples twice on their e601 analyzer, then repeated them on the abbott i2000 analyzer. The samples were also sent to a third party laboratory where they were tested on a second e601 analyzer. No adverse events were alleged. The serial numbers of the e601 analyzers used at the customer site and at the third party laboratory were requested but not provided. All results measured on the roche analyzers are comparable. The investigation did not find any issues. The investigation was unable to find a definitive root cause.